Event description:
It was reported that the customer was hospitalized with high blood glucose over 600mg/dl. The mother stated that the customer went in for an ear infection, but they were having trouble with sites as well. The caller believes that the insulin pump over delivered insulin according to the carelink report. Reviewed the programming and appeared to be correct. The mother also mentioned having another issue; she stated that the device is giving insulin when she is not bolusing. The caller mentioned that she did not see the insulin pump was delivering, but when the customer went to school, the nurse told her that she did not administer the 7.0 units. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed bolused delivered and recorded properly during testing. No bolus history anomaly noted.